Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml approximately 147 tubes were found to have no barcode on their label. There was no report of patient impact. The following information was provided by the initial reporter: mgit 7ml tube barcode omitted as attached picture.

Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml approximately 147 tubes were found to have no barcode on their label. There was no report of patient impact. The following information was provided by the initial reporter: mgit 7ml tube barcode omitted as attached picture.

Manufacturer narrative:
H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0337896 was satisfactory per internal procedures. Formulation, filling, and packaging processes were within specifications. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0337896 does not show an excess of labels after manufacturing which would support the incidence of a tube without a label. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 0337896 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples. All retention tubes had a properly affixed tube label, and scannable barcode label. Five photos were received to assist with the investigation: the first photo shows an open 100 pack carton, with 42 tubes in the tube rack. It is difficult to determine if labels are present as they are clear. No product information is presented in the photo. The second photo shows the side of a partial carton with a label on the carton from batch 0337896 (this is not our label). The third photo shows one tube held up without a label. No product information is presented in the photo. The fourth photo shows an open 100 pack carton. Twenty-one tubes are in the tube rack. It is difficult to determine if labels are present as they are clear. The last photo shows one tube held up without a label. No product information is presented in this photo. Without original product labeling information, a photo alone cannot confirm a complaint. A photo must contain the proper original labeling of the product that information includes the material and batch number. A photo should also show the defect for the complaint. No returns were received to assist with the investigation. The complaint cannot be confirmed from the photos provided.